Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the lead exhibited high threshold and poor p waves, due to dislodgement. The lead was explanted and replaced.